Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature end of life and was found in bvvi. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up vvi mode due to multiple flipped bits. The device was at elective replacement indicator (eri) due to low battery voltage. No information was received from the field regarding the device settings. After replacing the battery and downloading the product code, normal function ensued.